Event description:
Inserted kugel patch and site healed. Thought there was a suture coming through skin and when pulled, it was noted that the plastic ring was coming through the skin and away from patch.